Manufacturer narrative:
Investigation summary: it was reported the syringes had damaged stoppers or plungers and foreign matter contamination. To aid in the investigation, five photos were provided for evaluation by our quality team. Four photos show damaged parts. The last photo shows syringes with black speck that appears to be embedded degraded resin. No other defects or imperfection's were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 2075955. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of the embedded degraded resin defects, the frequency of inspections were increased. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip foreign matter was found in the fluid pathway. This event occurred 43 times. The following information was provided by the initial reporter: "it was reported by the customer that the syringes had foreign matter contamination." Black dots: 43 pieces.